Manufacturer narrative:
The reported issue of a dim segment is confirmed based on the field action. No further complaint investigation is necessary as (B)(4) was opened to address this issue. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. The device is used for treatment purposes. Device has been serviced.

Event description:
It was reported the customer is replacing the display board because of a dim display. There were no adverse effects caused to any patients from the events.